Event description:
It was reported the pt experienced a burning pain in her left lower back. The pt stated her scs stimulation is providing pain relief of her pain down the left leg, but is not relieving the pain in her low back. The pt is currently taking medication to treat her pain, and may consider long acting pain medication if her current medication does not help. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.